Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. A remote interrogation was performed which showed no stored episodes at the time of the reported syncope. The remote interrogation did show noise on both the right ventricular (rv) sense and shock channel that was oversensed the previous evening. At this time the rv lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.